Event description:
A review of in house programming history revealed that the patient has had high impedance, dc/dc = 7 since (B)(6) 2010. Attempts for additional information have remained unsuccessful.

Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently indicated that the patient was (B)(6) at the time of the event, however the patient was (B)(6). Manufacture date, corrected data: initial report inadvertently listed the incorrect manufacture date. The manufacture date is currently unknown as the product model and serial numbers are unknown.

Event description:
It was reported via clinic notes that the patient has had an increase in seizures and had his medications adjusted. Per notes, there is some question as to whether there might be some "disconnection"; of one of the connectors. Impedance was noted to be higher than expected indicating a possible problem with the lead. It was also noted that the generator could not deliver the intended therapy and may be at end of service. A chest x-ray was taken, but was not sent to the manufacturer for review. The patient underwent generator replacement surgery. It is unknown why the lead was not replaced or if the generator replacement resolved the high impedance. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received indicating that the high impedance did not resolve with the generator replacement. It was reported that the patient has not had any clinical symptoms, increase seizures or pain, and the physician at this point feels that it would be unnecessary to replace the lead. If the patient's condition changes they will re-evaluate the patient at that time.